Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred during bolus delivery. Customer¿s blood glucose level above 586 mg/dl with moderate ketone levels. Manual insulin injections were used to address elevated bg. Customer cleared the occlusion alarms and resumed insulin.